Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage from tubing at the middle of tubing after being used for less than one day. Patient's blood glucose level at the time of event was 387mg/dl. Patinet replaced infusion set and resumed insulin deliveries successfully. No further information available.